Event description:
On (B)(6) 2015, the reporter contacted animas, alleging occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: a review of the black box and alarm history showed no evidence of call service 145/147 alarms. The rewind, load, and prime steps were performed correctly. The pump was tested for 24 hours and no alarms were emitted. The pump cover was removed to find no intermittent conditions on the circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.